Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n338664, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
It was reported that the clinician programmer screen went blank during telemetry/programming. The issue resulted in the pump being programmed to stop mode. It was stated that the programmer made a ¿crashing¿ sound. The use of another clinician programmer resolved the issue. The pump was used to deliver fentanyl and bupivacaine.